Manufacturer narrative:
.

Event description:
It was reported that a pt with an interstim ii device has been experiencing shocking/jolting sensations going down her leg and dragging of the left leg when the device is turned on. She has also been having back pain. These symptoms started after a deep massage at physical therapy. The pt was told that her device was defective and fried. She had it replaced. Further info is being requested from the hcp.